Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was observed to be cracked after hockey practice; cause was not known. Customer reported multiple cartridge alarms occurred. Customer changed cartridge; however, alarm reoccurred. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was reported to be between 54-411 mg/dl.